Event description:
It was reported that the customer experienced a low blood glucose (bg) that was displayed as "low", although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Customer resumed insulin therapy.